Event description:
An ipp device was implanted on 3/18/93. Info received on 3/4/97 indicates the pt can pump the prosthesis only to a certain point, then ball collapses. Add'l lot #: 3058q 003, serial #: 3058q 003.